Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was discovered following drain five of five of peritoneal dialysis therapy. Leading up to the event, the patient was in drain phase five of five when they experienced draining difficulties. Upon cancelling the treatment, the peritoneal dialysis registered nurse stated that the inside of the cassette door was wet. The patient was able to complete treatment with manual supplies. The cause of the leak was unknown. The technical support representative advised the nurse to discontinue use of the cycler. The patient has since received a new cycler and been able to continue with peritoneal dialysis therapy. There were no reports of patient injury or medical intervention resulting from the leak. The cassette was discarded and is no longer available for evaluation. Additional information was requested but was unavailable.